Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting correctly. Then, the catheter was connected at the cool flow pump and no alarms observed, however, during the patency test the catheter did not irrigate from the top of the dome. Further investigation revealed foreign material occluding part of the dome. A fourier transform infrared spectroscopy test (ftir) was performed on the foreign material and the results showed it was primarily composed of a biological-based material, presumably human tissue or fluid. These foreign material findings were assessed as not reportable since the presumes human tissue or fluid does not pose any risk to the patient. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion in dome cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30258652m number, and no internal action related to the complaint was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was reported to be in stable condition. There is no information about physician¿s casualty opinion and there is no information regarding extended hospitalization. No bwi device deficiencies nor workflow deviations were identified that could account for this event. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly. In conclusion, the patient suffered cardiac tamponade during ablation procedure. Since the timing of the event is unknown the contribution of bwi device cannot be excluded.

Manufacturer narrative:
On 12/16/2019, the bwi product analysis lab (pal) received the device for evaluation. Initial visual analysis found no visual damage or anomalies. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if any additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).